Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 6 months. The evaluation of the returned pump confirmed an internal wire issue that would have potentially contributed to the reported event. The pump was returned assembled with the percutaneous lead cut approximately 2 inches from the pump housing. In addition, approximately 19.5 inches of the distal portion of the percutaneous lead that was replaced was returned for evaluation. The 19.5 inch distal portion of the percutaneous lead was tested for electrical continuity in the condition that it was returned and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the percutaneous lead did not confirm any breaches to the insulation of its wires. The returned portion of the percutaneous lead was submerged in a saline solution for high potency testing to verify the integrity of each wire's insulation, and the test did not reveal any areas of current leakage. The 2 inch internal portion of the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the lead did not reveal any breaches to the insulation of its wires; however, when the percutaneous lead was submerged in a saline solution for high potency testing, manipulation of the wires revealed areas of current leakage along the orange and red wires. Evaluation of these wires underneath a microscope confirmed small breaches in each wire's insulation, approximately 0.75 inches from the pump's nipple housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement. The remaining wires in that area were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the orange or red wires contacted the braided shield while operating on the power module, the resulting electrical short to ground would have resulted in the pump stoppages that were confirmed through the evaluation of the log files that were provided. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced 3 pumps stoppages at home, and two after arriving at the hospital. The patient was reportedly asymptomatic during the events. The system controller was exchanged and the patient experienced further alarms. Log files reviewed by the manufacturer's technical services representative revealed pump stoppages and low speed advisory alarms. On (B)(6) 2016, the manufacturer's technical services representatives performed an external percutaneous lead replacement approximately 2.5 inches from the exit site; however, approximately 30 minutes after leaving the hospital, the patient experienced additional pump stoppages while on a grounded power module patient cable. Submitted x-rays revealed a possible internal percutaneous lead fracture. The patient subsequently underwent a pump exchange on (B)(6) 2016.